Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 500 mg/dl. The customer treated their blood glucose with a bolus. Customer stated their blood glucose declined to 280 mg/dl two hours later. The customer declined to return the sensor for analysis.